Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins) for phantom limb pain. It was reported that the patient experienced pain that feels like an electric shock. A few times a year, the patient sometimes feels a pain like an electric current, which is not the original pain on the amputation surface of the foot. Since it happens only a few times a year, the patient has been observing the pain. However, yesterday it was so painful that the patient was unable to sleep. There was no known contributing factors. Troubleshooting was performed. The patient was informed that adjusting the stimulation with the controller was not a problem, and was also informed about the lower limit. The stimulation was adjusted from 4.8 to 2.0. The patient said that no change had been felt yet even though the stimulation had been lowered. The patient said, "I feel the stimulation at 10 minute intervals, so I will see how it goes and if it is painful, I will lower it a little more, or possibly turn it off." If the patient still felt the electric shock even after the adjustment and turning off the stimulator, the patient was advised to consult the attending physician because it could be a physical condition that is not caused by the stimulator. It was unknown if the event resolved. No further information was available.